Event description:
It was reported that the pump module had channel error 240.4150. Per report, the facility's biomed identified the following: they found multiple instances of error 240.4150.0 recorded in the device logs, but there was no (pressure) sensor replacement initiated at the time the error occurred as their biomedical team was not made aware of it by the user. Upon receiving the pump, a pm (preventive maintenance) test was performed, and the pump successfully passed. Upon reviewing the pressure sensor values, they found them to be out of tolerance for zero offset. When pressure was applied to the bottle-side sensor, the value increased to 4.99v and remained there even after pressure was removed. Restarting the pump cleared the issue and restored the zero-offset value. A subsequent pm test was conducted after these checks, and the pump again passed. Bd received additional information on 18 december 2025. It was reported that the event occurred on (B)(6) 2025 at 1857. The patient was receiving "norad" through peripheral intravenous catheter (pivc) at the time the channel error occurred. The user "quickly" changed to a working module. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error 240.4150.0 was replicated and confirmed during the investigation because the upper pressure sensor malfunctioned during testing in the as received testing. External and internal inspections were conducted, revealing damage to the right (male) iui connector, pivot screw corrosion, latch spring corrosion and a dent on the display. Pressure sensor malfunction product analysis procedure testing was performed on the suspect pump module pressure sensors to verify their functionality. After testing, it was determined that the upper sensor was faulty, while the lower sensor was out of specification. Following sensor replacement, the device was tested again to confirm the root cause of the complaint. The device passes successfully all the tests. The event date reported by the facility was september 16, 2025, at approximately 6:57 pm. Error and event logs were downloaded from the returned pump module for analysis. A total of sixty-nine (69) occurrences of error 240.4150.0 were identified between (B)(6) 2025, and (B)(6) 2025. The final occurrence of error 240.4150.0 was recorded on (B)(6) 2025, at 6:56 pm, which corroborates the date and time provided by the facility. On (B)(6) 2025, at 6:30 pm, the suspect pump module (s/n (B)(6)) was connected to the concomitant pcu (s/n (B)(6)) and assigned to channel a. One second later, the pump was selected, and an infusion was programmed with the following parameters: rate = 5 ml/h and volume to be infused (vtbi) = 100 ml. The infusion was then initiated. At 6:31 pm, an occluded patient-side alarm was displayed, resulting in the infusion being stopped. The infusion was restarted a few seconds later. This cycle was repeated a total of eleven (11) times between 6:31 pm and 6:49 pm. At 6:56 pm, a channel malfunction (error 240.4150.0) was displayed. Shortly thereafter, the channel was turned off, and the pump module was powered down. No further infusions were performed on the reported date. The alaris system user manual (v9.33) states the following warnings and cautions: to ensure the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If any damage is observed or the device does not function as expected, return it to biomedical engineering for repair. Do not use a device that appears damaged. Send the device to biomedical engineering for repair immediately. Performing these inspections helps prevent damaged devices from being returned to patient use. Using a damaged device can result in patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error 240.4150.0 was successfully replicated and has been attributed to a faulty pressure sensor, as the upper pressure sensor malfunctioned during the as received testing. Note that this report lists imdrf annex a0401, g02017, c07, d15, a09, g04090, c070606, a0709, c16, d0302, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had channel error 240.4150. Per report, the facility's biomed identified the following: they found multiple instances of error 240.4150.0 recorded in the device logs, but there was no (pressure) sensor replacement initiated at the time the error occurred as their biomedical team was not made aware of it by the user. Upon receiving the pump, a pm (preventive maintenance) test was performed, and the pump successfully passed. Upon reviewing the pressure sensor values, they found them to be out of tolerance for zero offset. When pressure was applied to the bottle-side sensor, the value increased to 4.99v and remained there even after pressure was removed. Restarting the pump cleared the issue and restored the zero-offset value. A subsequent pm test was conducted after these checks, and the pump again passed. Bd received additional information on 18 december 2025. It was reported that the event occurred on 16 september 2025 at 1857. The patient was receiving "norad" through peripheral intravenous catheter (pivc) at the time the channel error occurred. The user "quickly" changed to a working module. There was patient involvement but no harm.